Event description:
A pt received red blister after 11 1/2 hrs of continuous use of electrodes. Blister subsequently became infected. Physician perscribed oral and topical antibiotics to treat secondary infection.